Event description:
It was reported that the patient¿s ipg has migrated close to her spine. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored postop.